Event description:
Medrad veris MRI monitor o2 cells have a short life and are failing after several weeks of use. Opened new cell and it was defective, new cell should measure 8mv and our new cell measures less than 5mv. Possibly a manufacturing or quality control issue. Medrad service representative has been installing the o2 cell and performing the calibration.